Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a. Batch/lot number: 1100782487 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100755265 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and migration are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence, requiring the use of two pads per day. A surgical procedure was performed, during which cuff migration was identified. The cuff was remeasured, and a new 4.0 cm cuff was placed. No additional patient complications were reported.